Manufacturer narrative:
The device was not returned for analysis. Although the lot number is unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event was unable to be confirmed and it cannot be confirmed that the device net specification, as the device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported after the procedure the patient suffered a migraine and hlh + left hemiplegia. The event resolved without sequelae. The patients medical condition was good. There were no clinical consequences to the patient.

Event description:
It was reported after the procedure the patient suffered a migraine and hlh + left hemiplegia. The event resolved without sequelae. The patients medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. H3 other text : device not returned for analysis.

Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported after the procedure the patient suffered a migraine and hlh + left hemiplegia. The event resolved without sequelae. The patients medical condition was good. There were no clinical consequences to the patient.